Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pju132, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle separated from the suture while suturing intradermal tissue, in a continuous loop. Additional suture was used to complete the procedure.